Manufacturer narrative:
If implanted; give date: na (not applicable) healon is not an implanted device. If explanted; give date: na (not applicable) healon is not implanted; therefore, not explanted. (B)(6). (B)(4). Device evaluation: a complaint sample was returned to the manufacturing site for investigation. The complaint sample consisted of a small plastic, centrifuge tube containing a colorless liquid. No healon product syringe or components were returned. According to the customer, the liquid in the tube came from the healon product syringe and not the patient¿s eye. The colorless, viscous liquid in the centrifuge tube was visually inspected. Approximately 0.17 ml of liquid was found in the tube (weighed). The liquid was clear and free from particles and fibers. There was no observation from the visual inspection of the liquid which could explain the customer's report of corneal opacity upon injecting of the healon solution. A small amount of the returned liquid was dried and analyzed for identity by ftir-atr with a diamond atr element. The identity of the dried, colorless material (white) when compared to a reference spectral database indicates that the liquid is a solution of sodium hyaluronate (which is healon). There are no extra signals in the spectrum of the returned healon solution which could explain the corneal opacity reported by the customer. Retained product testing: relevant re-testing has been performed on retained products for the reported lot. All results are well within internal release limits for ph, osmolality, shear viscosity and bacterial endotoxins. All results were found to meet specifications. Visual inspection on retained products on the reported lot was verified and no visible defects were found on the package, cannula or in the solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. Functional test was performed on 2 syringes without a malfunction. Labeling review: labeling review on retained products was performed. The printing on the carton and labels are correct. Directions for use (dfu) written in the (B)(6) language was not verified. The dfu for healon (english) contains the following text. Incompatibility: in-vitro studies have shown incompatibility, resulting in opalescence, between ha and solutions containing quaternary ammonium ions, e.g. Detergents and benzalkonium chloride. There was no observation from the visual inspection of the return which could explain the customer's report event. The customer¿s report could not be confirmed and no product defect was indicated in the complaint healon solution, therefore, no probable cause has been determined by this investigation. There is no finding in the investigation that can contribute to the root cause. This investigation has not identified the probable or root cause of the customer¿s report. The customer¿s report could not be confirmed and no product defect was indicated. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during cataract surgery when an incision was made into the capsule of the crystalline lens of the eye and healon was injected for continuous curvilinear capsulorhexis (ccc), corneal opacity occurred. The cataract surgery was stopped because a clear view could not be secured due to the corneal opacity. The doctor removed the injected healon, but did not perform any medical intervention. On the next day, the patient's cornea returned to the original cornea status. The physician suspected the healon was contaminated. The patient did not have any specific medical history that would contribute to the event. No further information was provided.